Manufacturer narrative:
Conclusion and justification status for MDR: examination of the rev fem/tib sleeve clamp could not confirm the reported malfunction. Although a surgical environment could not be created, functional testing with a retained sleeve could not replicate the reported event and functioned as intended. Previous investigations into this failure found root cause is attributed to excessive torque applied to the handle while tightening stems. In (B)(6) 2007, depuy knee marketing posted an article on acessdepuy to address issues in the field related to use of the (B)(6) rev fem/tib/sleeve clamp. The article states that excessive forces placed on the clamp during efforts to secure the adapter can contribute to the instrument damage and becoming non-functional. In addition, the article suggests proper lubrication may contribute to keeping the clamp functioning properly. The investigation could not replicate the reported problem. Based on the inability to replicate the reported problem or identify root cause, the need for corrective action was not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sleeve clamp is not fitting or gripping the sleeve properly.